Event description:
A report was received indicating that the usb port door had broken off and the usb port was looser when plugging in the charging cord, sometimes leading to unrecognized connections. There was no adverse impact to the customer's blood glucose level. The customer's device was out of warranty, and they were in the process of obtaining a new device. Follow-up was declined, and no further information was available.